Event description:
It was reported that during the implant procedure the physician encountered a great deal of resistance when inserting the guide wire into the right ventricular lead. After repeated insertion and extraction, the steel wire was stuck in the lead and could not be retracted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.